Event description:
The patient contacted animas on (B)(6) 2012 reporting high and low blood glucose levels from 200-300 mg/dl with fatigue down to 53 mg/dl with lightheadedness and shakiness. The pump was reviewed and found that the time and date were set to 5:55 am instead of the correct time of 6:55 pm. Troubleshooting of the issue indicated that the time and date was resetting to (B)(6) 2007 upon battery changes and the patient had to manually program the time and date. The reported elevated blood glucose levels do not meet animas criteria for an adverse event. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history shows two totals for the dates (B)(4) 2012. A review of the black box shows a time and date reset within 16 hours and 3 minutes of powering off the pump on (B)(4) 2012. The pump was exercised for 24 hours with no issues. The battery was removed afterwards and was left out for approximately 24 hours. When the battery was reinserted, the time and date did not reset to default settings. The pump was tested for flow accuracy and was found to be delivering within required specifications. Although the reported failure was observed in the black box, the complaint could not be duplicated during testing.